Manufacturer narrative:
Product analysis as found condition: the pipeline flex device was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The already deployed braid was returned within the same biohazard pouch. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be undamaged and unstretched with the ptfe shrink tubing intact. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. Both braid ends were found fully opened, damaged and frayed. The middle braid was found flattened. Testing/analysis: n/a conclusion: based on the returned device, the customer report of "failure/incomplete open distal (flex)" was not confirmed, as both the distal and proximal ends of the braid were found to be fully opened. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, or deployment of the braid in vessel bend. The customer indicated that the vessel tortuosity was normal, and the braid was not positioned in the vessel bend. The likely cause could not be determined. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed and may contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Since the phenom-27 micro catheter was not returned, any contribution of the catheter to the resistance could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was completed by replacing the dense mesh stent. No issues were reported with the phenom catheter. The cause of the event was not determined. The pipeline device failed to open in the distal section, and it had not been placed in a vessel bend at the time of the failure. Additional steps, including recovery and redeployment of the pipeline, were attempted; however, there was still no change in the distal area.

Event description:
Medtronic received a report that during deployment of the pipeline in vivo, an abnormal configuration of the tip was observed, and it could not be fully opened. After the stent was retrieved, approximately 10 mm more of the stent was deployed, but there was still no significant improvement at the tip of the stent. Upon removal, it was found that the tip of the stent was already damaged. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic segment aneurysm with a max diameter of 4.3mm and a 2.5mm neck diameter. Landing zone: distal: 2.88mm and proximal: 3.68mm. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. Standard dual antiplatelet therapy for 7 days. The angiographic result post procedure showed slowed down blood flow. Ancillary devices include a phenom 27 fg15150-0615-1s, 230755172 microcatheter and synchro2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.